Event description:
It was reported that prior to dialysis catheter placement, the package of the device allegedly had a tear in it. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. However,device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary:one glidepath d/l catheter kit was returned for evaluation. Gross visual was performed. The investigation is confirmed for the reported tear in package, as a tear was noted on the front of the outer packaging.one electronic photo was provided for review. Based on the photo review, the reported tear in the package can be confirmed. The definitive root cause for the tear identified in the device packaging could not be determined based on the provided information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, a photo has been provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that prior to dialysis catheter placement, the package of the device allegedly had a tear in it. There was no patient contact.